Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while torquing the neuron max, the distal tip appeared damaged on the angiogram; therefore, it was removed. Upon removal, the distal end of the neuron max was observed to be broken. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/27/2020: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max) and non-penumbra sheath. It was reported that the patient''s anatomy was tortuous. During the procedure, while torqueing the neuron max through the sheath, the distal tip of the neuron max appeared damaged on the angiogram; therefore, it was removed. Upon removal, the distal end of the neuron max was observed to be broken. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max revealed a stretch on the distal shaft. This damage is likely the reported break on the distal end. The reported torqueing of the device within the tortuous patient anatomy may have contributed to this damage. Further evaluation revealed a kink near the hub. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.